Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 46 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer treated with : oj, pepsi, chocolate milk. Customer's blood glucose value was 46 mg/dl at the time of the incident. Customer's current blood glucose value was 164 mg/dl. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. Drive support cap appears normal. Customer was suggested to call healthcare professional's to discuss possible causes of low bg. The product was not returned for analysis.